Manufacturer narrative:
The eval of this failure is based on info provided by the customer. The lot number was not provided by the customer; therefore, the mfg date could not be determined.

Event description:
The customer reported that the paddles failed to discharge.